Event description:
A gore viabahn endoprosthesis was used during the treatment of an av fistula stenosis. Left femoral contralateral access was achieved and a 6mm viabahn device was advanced through an 8fr destination sheath over a .035" still angled glidewire. The 6mm viabahn device was deployed into the right superficial femoral/popliteal artery without incident. An 8mm viabahn device was then advanced with the intent to deploy the device proximal to the 6mm device; however, the physician decided a larger device size was needed. In an attempt to remove the 8mm viabahn device through the sheath, the deployment line became unraveled and the proximal end of the device began to expand. The physician was unable to capture the device back into the introducer sheath. The physician performed an additional right femoral artery cut-down to assist in recapturing the viabahn device back into the sheath for successful removal. The patient was fine post procedure.

Manufacturer narrative:
Conclusions: per product IFU warning section, "do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to, but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem."